Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not cool. Per review of wo notes - during ts device would not cool down past 32. Chiller temperature (t4) was 32.9 with water in chiller tank. Chiller replacement.

Event description:
It was reported that the arctic sun device would not cool. Per review of wo notes - during ts device would not cool down past 32. Chiller temperature (t4) was 32.9 with water in chiller tank. Chiller replacement.

Manufacturer narrative:
The reported issue is unconfirmed. The root cause of the reported issue is unable to be determined. The device was evaluated upon receipt. The as device functions normally. No repairs were made to address the reported issue because the reported issue could not be reproduced. Pm will be performed. A 2000 hour pm was performed, which included servicing of the circulation pump, mixing pump, replacing the evaporator outlet tube, replacing the double bend tube, replacing the heater (lot 2530 with lot 2543), replacing the drain valves and replacing the manifold o rings. Unit was cleaned. All applicable upgrades were verified complete in accordance with service procedures. The arctic sun was functionally tested for compliance with manufacturer specifications. Because the issue was unconfirmed, risk review is not required. The reported issue was unconfirmed, label review is not required. DHR review is not required as the reported issue is unconfirmed. Based on the results of the investigation, no additional actions can be taken. Corrections: d, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.